Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5043504/5144949, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5108097/5164778, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing pain in the incision site and tenderness at the battery site. It was also noted that the patient did not feel chronic pain but just a sharp pain. The patient was prescribed with a muscle relaxant, however, it did not work. The patient ended up at the emergency room wherein trigger point injection was given.